Manufacturer narrative:
The customer was sent a replacement pump to help resolve the issue.   The customer was contacted by a medela clinician on (B)(6) 2017 and stated that her replacement pump is working well but she has now developed mastitis and has continued plugged ducts. The customer was prescribed the antibiotic clindomycin x10.  The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusion can be made as to the cause of the event.   It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017 that she was trying to relieve a clogged duct and turned her pump up and the vacuum was not strong.  She was able to relieve it with a hot compress however her breast was sore.